Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported discrepancies between their bg and sg readings. The case was escalated to next level support for further assistance. Upon review of the user's data, it was determined that the system was continuing to adjust. The user was advised that they should continue to see improvement and was instructed to continue using the system as normal. After additional monitoring, the system showed improved harmonization between the bg and sg values. No further assistance was required.

Event description:
Senseonics was made aware of an incident where user reported differences between the bgm and cgm. No injury or medical intervention was reported.